Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Information from clinical study # (B)(6): patient # (B)(6) reported the following adverse events: pain and functional impairment. This adverse event did not end up in revision surgery.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of this incident through a clinical study performed using mpo implants. This incident occurred in march of 2017. It was reported that no revision surgery was required. These implants were not returned for investigation, nor were any pictures provided to assist with the investigation. Medical data was provided; however, the data did not contain the lot numbers for the implants. It is unknown when these implants were manufactured, or if they were manufactured to specification due to the unknown lot number. There are no trends for these implants and failures, however, there has been an increase in complaints involving profemur® z classic femoral stems. A review of these complaints reveal that they have all been reported due to this clinical study. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of other clinical information. The mpo hip systems package insert (150803-9) lists inadequate range of motion due to improper selection or positioning of components, by femoral impingement, and periarticular calcification; and pain as a potential adverse effects of total hip arthroplasty. Additionally, it also states periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components. Mpo will continue to monitor this issue through complaint tracking. The device history record (DHR) for this product was unable to be reviewed. This failure mode is listed in the current package insert and risk documentation for this device. There were no trends identified per mpo trending procedures. This issue will continue to be monitored through complaint tracking.